Event description:
Investigation in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) on inner cannula cracked around the fenestrated area was confirmed, as the 7.0mm inner cannula should be greater than 0.4mm with a minimum individual measurement of 0.35mm. Per IFU IFU as10002537-002 rev. 100, instructions for use, point 7: "check the inner cannula prior to insertion/re-insertion and discard if kinked or damaged." And precautions, point 5: "care should be taken to ensure that the inner cannulae do not become kinked or damaged during cleaning, and that no kinked or damaged inner cannulae are re-inserted into the tracheostomy tube".investigation results indicates that it is the most probable that reported failure occurred due to excessive force used during cleaning or incorrect cleaning technique.

Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) on inner cannula cracked around the fenestrated area was confirmed, as the 7.0mm inner cannula should be greater than 0.4mm with a minimum individual measurement of 0.35mm. Per IFU IFU as10002537-002 rev. 100, instructions for use, point 7: "check the inner cannula prior to insertion/re-insertion and discard if kinked or damaged." And precautions, point 5: "care should be taken to ensure that the inner cannulae do not become kinked or damaged during cleaning, and that no kinked or damaged inner cannulae are re-inserted into the tracheostomy tube". Investigation results indicates that it is the most probable that reported failure occurred due to excessive force used during cleaning or incorrect cleaning technique.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) inner cannula was cracked in side. Reported after several use of the cleaning brush, the inner cannula cracked around the fenestrated area. No clinical consequence observed. New protocol was implemented for cleaning.